Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of an infection, abscess, and fever is a know risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient arrived at the hospital complaining of fever. Diagnostic imaging revealed an abscess near the reservoir component of this inflatable penile prosthesis (ipp). It was noted the patient had recently undergone a root canal which the physician suspected may have been a contributing factor. The patient was prescribed antibiotics and reported feeling better. The antibiotic therapy is ongoing and the physician plans to re-evaluate the patient on an unknown date to determine if a revision procedure will be required. The ipp remains implanted. No additional patient complications were reported.

Event description:
It was reported that the patient arrived at the hospital with a fever from an infection near the reservoir with an inflatable penile prosthesis (ipp). The patient was prescribed antibiotics and is feeling better after starting the antibiotics. The patient recently had a colonoscopy and a root canal. The ipp remains implanted and active. The infection is still being treated with antibiotics.